Event description:
Pt's family member reported that pt expired in hospital during this peritoneal dialysis treatment. The pt was in the hospital for an unk reason when this event occurred. No additional information about this event has been provided.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: due diligence has been performed by the manufacturer to obtain additional information regarding this pt event. No additional information has been provided by the pt's clinic. The manufacturer will request additional information from the hospital pt was in at time of event. If additional information becomes available, a supplemental report will be filed. A supplemental report will be submitted upon completion of the plant's investigation.